Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Description of event - " hole in catheter" a new PICC was placed for completion of prescribed therapy. The product is not available for return.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. Corrected information provided in h.11. The previous report indicated in h.11 the sample was returning. According to the customer, the sample is not available.